Manufacturer narrative:
Concomitant medical products: kdr921, implanted (B)(6) 2002. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured. The lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.